Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: tevar (thoracic endovascular aortic repair) was performed for the aortic arch. A bypass was created for the proximal left subclavian artery, and a zta-p-38-217-w1 stent graft was deployed just below zone 2 (left common carotid artery). During the final angiography, proximal type 1 endoleak was identified (current complaint). An additional extension was planned; however, the tip of the extension device (zta-de-38-91-w1) became stuck at the arch level and could not be delivered (related complaint). A pull-through technique was considered, but due to the presence of the bypass, it was deemed too risky. Multiple attempts were made to advance the device, but all were unsuccessful. Ultimately, the attempts were halted, and a follow-up angiography revealed that the endoleak had resolved spontaneously. Balloon molding was performed to secure the device in place, after which the procedure was completed. From additional information, the access route exhibited significant tortuosity with angulation greater than 45°. Proximal landing zone length was approximately 40 mm, with a vessel diameter of 32¿34 mm. The suspected cause of the endoleak was incomplete apposition along the greater curvature of the aortic arch. Although proximal extension placement was attempted to treat the type ia endoleak, it was unsuccessful due to delivery challenges; therefore, ballooning was performed instead, resulting in resolution. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the implanted stent graft. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. It is reported that there is localized angulation over 45 degrees. According to the instructions for use no localized angulation should be larger than 45 degrees. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. Possible causes are localized angulation greater than 45° in deployment area and incomplete apposition along the greater curvature of the aortic arch. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. H10) FDA ref # (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: thoracic endovascular aortic repair (tevar) was performed for the aortic arch. A bypass was created for the proximal left subclavian artery, and a zta-p-38-217-w1 stent graft was deployed just below zone 2 (left common carotid artery). During the final angiography, proximal type 1 endoleak was identified. An additional extension was planned; however, the tip of the extension device (zta-de-38-91-w1) became stuck at the arch level and could not be delivered. A pull-through technique was considered, but due to the presence of the bypass, it was deemed too risky. Multiple attempts were made to advance the device, but all were unsuccessful. Ultimately, the attempts were halted, and a follow-up angiography revealed that the endoleak had resolved spontaneously. Balloon molding was performed to secure the device in place, after which the procedure was completed.